Event description:
The user facility reported that the device "slipped" resulting in a patient injury. Additional information has been requested from this facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.